Event description:
Child had a peripherally inserted central catheter (pic) line placed in arm from home IV therapy in treating osteomyelitis. The pic line separated/broke. The child was taken to the hosp. X-rays revealed that the pic line had traveled the vein and lodged at the bottom of the toddler's heart. There was no penetration. The toddler was transferred to another hosp equipped with a pediatric intensive care unit where the line was surgically removed as an outpatient procedure. The toddler was discharged after an approximate 2-3 hr recovery period.the pt was admitted to hosp for osteomyelitis. The pic line was placed two days later and was discharged the next day on the order to receive home IV antibiotic therapy every 6 hrs. Two home health care companies were involved. One was the supplier of the infusion pump, syringes, etc. The infusion pump used was a bard battery powered pump. The home health nurse's duties were to visit once a day to change the dressing and examine the insertion point of the pic line. The home health nurse was also on call for problems associated with pic line such as a blockage or occlusion. Rptr reported that they never had any problems with occlusions or the pump. Rptr or spouse administered the 4-step antibiotic treatment regimen. The regimen consisted of (1) a saline flush utilizing a 20 ml syringe with a maximum pressure rating of 18 psi, (2) antibiotic (name not determined) utilizing a 60 ml syringe with a maximum pressure rating of 9.2 psi, (3) a saline flush utilizing a 20 ml syringe with a maximum pressure rating of 18 psi, and (4) heparin only 5 or 10 mg was administered - syringe size and pressure was not provided. The last dose of antibiotic was administered. They were instructed to continue a flush/heparin infusion once a day until the scheduled dr's appointment at which time the pic line would be removed. The home health nurse visited to change the bandage. The new bandage completely covered the site. On event date when the flush/heparin was infused, rptr noticed that it seeped out under the bandage. The home health nurse was notified. The nurse on call visited and determined that the pic line had separated/broken. Rptr has what remains of the catheter (the line removed by the physician at hosp). The external portion or hub of the pic line was removed and discarded by the personnel at another hosp.